Event description:
It was reported that after a supply change on a new ilet pump, the user experienced hyperglycemia with a blood glucose of 390 mg/dl; the user then performed another supply change successfully and declined further follow-up unless levels did not drop. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and user self-management. Investigation included customer troubleshooting and education conducted by phone. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, with the event occurring after a supply change and resolving actions taken by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.